Manufacturer narrative:
It was reported that the prong was broken and the power cable sparked when connecting it to the wall. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Sparking of bed plug.